Manufacturer narrative:
No unexpected reset anomalies noted during testing. The insulin pump passed unexpected restart error test and displacement test. Failed self-test alarmed during pump self-test due to faulty board noted. The insulin pump was received with missing vertical line segments due to cracked zebra connector on lcd board noted during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on all electronic assemblies noted during testing. (B)(4).

Event description:
The customer reported via phone call that they received a failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump seemed back to normal after reset. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.